Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella rp flex device for mechanical circulatory support (mcs) and developed high purge pressure. The patient had a central right ventricular assist device (rvad) for four days, and was taken for rvad decannulation two days prior to the impella rp flex implant. During this procedure large amount of clots in chest was noted, decannulation was aborted and the chest was left open. The rvad decannulation and impella rp flex implant was completed two days later. Two days after start of impella mcs, it was noted patient was resting on the impella rp flex support while assessed for right ventricular recovery post durable left ventricular assist device procedure. Now 16 days after start of impella mcs, high purge pressure and purge system blocked alarms were encountered. Resolution and action taken are unclear. Approximately eleven days later the patient expired. Care was withdrawn; however, there is not enough information to exclude the event with impella rp flex as an associated factor with the patient's outcome.

Manufacturer narrative:
The investigation of high purge pressure has been completed. No product was returned for analysis. The logs showed no motor current spike before high purge pressure alarms. The logs showed a gradual rise in purge pressure before alarms were triggered. There was a motor current spike right before high purge pressure was resolved likely as a result of biomaterial being pushed off the impeller. It is unknown if tissue plasminogen was added to the purge. The root cause of high purge pressure was most likely biomaterial e.1 facility name and us phone number were inadvertently omitted from initial manufacturer device report number 1220648-2025-25728 and were added. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25728 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 4614 and 1762 were reported incorrectly on initial manufacturer device report number 1220648-2025-25728. A new code was added.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The failure mode "optical signal issue" was changed to "placement signal issue" as issue is related to dp sensor of the pump. The failure mode "high purge pressure" was included as high purge pressure was reported in complaint. No product was returned for analysis. The data logs confirm placement signal not reliable alarms #1051 dp sensor out of range. The logs show placement signal drifting downwards, with flows drifting upwards before placement signal went out of range. The placement signal recovers for some hours before drifting and going out of range again. The cvp is out of specification and flow calculation is disabled. The logs show no motor current spike before high purge pressure alarms. The logs show a gradual rise in purge pressure before alarms were triggered. There was a motor current spike right before high purge pressure was resolved likely as a result of biomaterial being pushed off impeller. It is unknown if tpa was added to the purge. The root cause of the placement signal issue was most likely sensor drift. The root cause of high purge pressure was most likely biomaterial. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that the impella rp while on patient support had high purge pressure and placement signal issue.